Manufacturer narrative:
The atp console and battery monitor board were returned to the manufacturer for analysis. Both components were installed in a test imaging system and worked as expected. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software logs for the date of incident were examined to investigate the incident. The exact time of the incident was not given. At 9:12:57, the imaging system was powered on. At 9:19:34, the imaging system established communications with the mobile view station (mvs). However, the imaging system did not transition to 2d mode. At 9:21:52, the user requested a shutdown as evident by the following log message: "system shutdown notification initiated." There were no errors or warnings to suggest an issue with the imaging system. At 9:24:31, the imaging system was powered back on. However, the imaging system never transitioned to 2d mode. Again, the user powered down the imaging system at 9:30:37. There were no errors or warnings. At 9:43:00, the imaging system was powered on once more. At 9:50:25, the imaging system was powered off. The user cycled power three times. In each instance, the imaging system never transitioned to 2d mode and no indications of problems were written to the log files. At 9:53:12, the user powered up the imaging system and eventually fired 2d images at 10:24:10. There is insufficient information in the logs to indicate a root cause for the issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the atp board and the battery monitor indicator needed to be replaced. After replacing these components the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended after replacement. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system would not boot. The medtronic representative reported the image acquisition system (ias) was making a beeping noise. After 3 reboots the issue was resolved and the surgeon completed the procedure with the use of the imaging and navigation systems. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.